Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a patient noticed his IV line was leaking during a cytarabine infusion, dosage and rate not provided. The infusion was paused; after the nurse flushed the line the leak appeared to be coming from the blue cap, presumed to mean the maxplus. There is no report of patient harm.